Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. The device was used on a five hundred gram uterus, and after three hundred grams were morcellated, the device made a grinding noise, and started to sputter. The blades failed to cut effectively. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.